Manufacturer narrative:
Please note attached list of additional devices implanted in patient but not related to this event; contralateral leg component (lot #04975620) and trunk-ipsilateral leg component (lot #04941198).

Event description:
In 2007, this patient was implanted with a gore excluder aaa endoprosthesis and two contralateral leg components, to treat an abdominal aortic aneurysm. During the procedure, the physician failed to pull the sheath back before deployment and the leg component was partially caught in the sheath. They attempted the push/pull technique which successfully deployed the limb, but it moved distally, partially covering the hypogastric. The leg and trunk did not have the adequate 3cm overlap needed at the gate, so the physician decided to put in another leg component to bridge that gap. The final angiogram showed filling of the hypogastric in a retrograde fashion from the ipsilateral side. It was decided that the partial unintentional covering of the hypogastric was not compromising the patient and no intervention was necessary. The patient was doing well post-operatively.